Manufacturer narrative:
The lead and the ICD were returned for analysis and were analyzed extensively. The ICD memory was checked; interference could be seen in the ventricular channel on the available iegms that led to the shock delivery. Analysis of the archive data also showed pacing impedance values of >3000 ohm since (B)(6) 2013, which confirms the clinical observation. The ICD's manufacturing documents were reviewed. All production steps were correctly executed. There is no indication of a material or manufacturing defect. ICD signal sensing and impedance measurement function were checked. The signals were sensed without any noise. The ICD recorded applied signals without any interference. The impedance measurement functions were fully functional during testing. They were fully functional during testing and nothing was observed that could be linked to the clinical observation the connection system of the ICD was mechanically inspected. The screws for the shock and pacing outputs were fully functional. The introduced leads were accessible, low-ohm, and reliably contacted. The borings were all within specifications for the is-1 and df-1 standard. There was no material or manufacturing defect. The ICD's therapy capability was checked. The antibradycardia output signal was fully functional and was as per the values programmed. A fibrillation signal was connected and the device reacted as per specifications with a defibrillation shock. The specified energy level was reached. The charge times were also regular. The lead was returned in fragments. Only the proximal section of the lead was returned for analysis. The lead was probably severed during explantation at about 42 cm and 50 cm distal to the is-1 connector pin. Further inspection of the available fragments showed heavy coiling of the white cable and also a deformed proximal shock coil. The crimp sleeve was torn from its adhesive. This damage is likely due to the lead explantation. Signs of wear were apparent on multiple spots. The dc resistance measured for the electrical leads showed no irregularities. In summary, no ICD malfunction was found during the analysis. Based on the lead fragment analysis, the reason for the clinical observation cannot be determined. There is no indication of a material or manufacturing defect.

Event description:
Ous MDR - it was reported that, about 30 months after the implantation, an exit block of the rv lead was detected. Inappropriate shocks were delivered, and a lead defect was suspected. The measured pacing impedance (over ICD and psa) was >3000 ohm. No deterioration of the patient's state of health was reported.